Manufacturer narrative:
UDI: (B)(4). The perforator was returned for evaluation: device history record - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis- the perforator unit was inspected using the unaided eye: the perforator was heavily soiled with a worn eto label. IFU testing was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release and the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Although the complaint was not confirmed, the potential root causes associated with this failure are: disengagement failures can occur if the product is re-sterilized and used multiple times (single use device, should not be sterilized and re-used), spring force is inadequate (disengagement mechanism is not activated by the spring), drill is used for too many burr holes and spring/pin are deformed, drill is set incorrectly, incorrect specification of surface finish on perforator components, or clearance between inner and outer drill allows debris to enter.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator failed to disengage and plunged through the dura causing loss of blood.

Manufacturer narrative:
Additional information received: product ID 261221. The event led to 1 hour surgical delay.

Event description:
N/a.